Manufacturer narrative:
(B)(4): placeholder.

Event description:
It was reported that the patient underwent implant of the shunt on (B)(6), 2012. At the patient's post operative one (1) day visit, (B)(6), 2012, a vitreous hemorrhage was observed. On (B)(6), 2012, at the patient's post-operative one (1) week visit, no observations or complications were reported.

Manufacturer narrative:
(B)(4). The device remains implanted. Prior to release to market, the shunt met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Correction: the PMA number in the first follow-up MDR is being corrected to k955455. Placeholder.